Event description:
End-user reports a red open rash to the 6 o'clock position on the peristomal skin located under wafer's mass for 1 week.

Manufacturer narrative:
Based on the available info, the event is described is deemed a serious injury. End-user was provided instructions on care and crusting techniques through use of stomahesive powder and allkare skin protective barrier wipes. In addition, samples were sent to end-user. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. FDA registration number: reporting site: (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.